Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: does the surgeon use sutures/clips to tie off the vessels or did the surgeon only use the fcs9 for the entire procedure? Sutures and fcs9. What disposable(s) was being used? Fcs9. What other instruments were used during the surgery? Cauter, bipol. Forceps. If the surgeon did use sutures or clips besides the fcs9, was the bleeding from the vessel where the fcs9 was used? Yes. Was the bleeding from a named vessel (superior pole vascular pedicle) or from a minor vessel? No. Was the patient up and walking around when the bleeding occurred? Unknown. Had the patient coughed prior to the bleeding? No. Did the patient present with neck swelling, neck pain, and/or signs and symptoms of airway obstruction (eg, dyspnea, stridor, hypoxia). Unknown. Did the patient have a hematoma? Unknown. If yes, where was the hematoma? Unknown. Between the platysma muscle and the sternohyoid muscles (superficial)? Deep to the strap muscles along the larynx (deep)? How was the bleeding controlled in the second procedure? Suture. How much blood was lost? App. 0.5l. Did the patient require a transfusion? Unknown. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Unknown. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Unknown. Does the patient has a known coagulation disorder? Unknown. Has the patient taken any steroids? Unknown what was the patient¿s pre-op hemoglobin and hematocrit? Unknown. What was the patient¿s post operative hemoglobin and hematocrit? Unknown. What is the current patient condition? Normal.

Event description:
It was reported that two to three hours after a thyroidectomy a leakage of a venous vessels occurred. The patient had to undergo an emergency revision to stop the bleeding. Patient is now ok. Device has been discarded.